Event description:
An international distributor indicated that a customer report was received, stating that a false negative result was obtained using the icon ii bhcg test. The icon ii test is used to measure levels of hcg in serum and urine to determine pregnancy or to rule out pregnancy prior to conducting other diagnostic or invasive procedures. If the icon test is used to rule out pregnancy, prior to some radiological or invasive procedures, and a false negative test result is accepted by the physician and the pt is pregnant, there exists some potential for injury.